Manufacturer narrative:
References the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The consumer reported that there are wires that was left in patient's body because it could not get out since it has been five years that it was there. No further complications were reported.

Manufacturer narrative:
Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the cause of the surgeon being unable to remove the wires was unknown. They reported that the ins never worked well. No steps were taken to remove the wires that were left in- they noted that a different product was implanted. They reported that the buzzing and lack of effective therapy was somewhat resolved with their replacement. When asked what the status of their ins was the patient reported that "it's gone". No further complications reported.

Manufacturer narrative:
Continuation of medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for failed back surgery syndrome and chronic low back pain. It was reported that patient had stimulator implanted in (B)(6) 2011. Had it removed in (B)(6) of 2016 because it was not helping the pain. Surgeon removed the battery pack, but could not remove the wires. The patient health care professional (hcp) would like the patient to have an MRI of their head because of some memory issue, but before they do the patient to know if it is safe to have a MRI with the stimulator wires still in the patient's spine. Additional information was received from the consumer on (B)(6) 2018. It was reported that patient had device explanted because it was not helping/ lost effectiveness. Patient said they took the ins out. The consumer stated that therapy worked at first but the patient began to not really like the "buzzing/honey bees' sensation and since it was not helping that much patient had device removed. Patient said the device was explanted in (B)(6) 2016. No further patient symptoms or complications were reported in this event.